Manufacturer narrative:
Additional information: b5, d1, d4, g3, h2, h11.

Event description:
This report includes updated device information.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a pfa procedure, the patient experienced inferolateral depolarization abnormalities without chest pain. 16 pfa applications were performed. No ECG changes were observed during the procedure or in the recovery room. Post-procedure troponin level of 5000. Later, in the cardiology ward, the patient developed t-wave inversions in leads d1, avl, v5, and v6 but no report of chest pain. Repeat troponin level of 17,000. Troponin level elevated to 30,000 during the night. Echocardiogram was normal and showed left ventricular ejection fraction 66%. The next day, troponin level decreased to 23,000 and the ECG normalized. Cardiac MRI revealed edema of the lateral wall of the left ventricle without infarction. No intervention was performed and the patient is doing well and has since been discharged home. The physician does not know what caused the reported event. There were no performance issues with the catheter.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.